Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it had failed drawer and required maintenance. A field service engineer confirmed with customer that the issue was resolved earlier by another field service engineer and did not provide how the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer had failed while nurse started to do daily narcotic count in adult emergency department. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.